Event description:
It was reported that a touchscreen on a pump was cracked, rendering it unresponsive and unreadable. There was no information provided regarding the impact on the customer¿s blood glucose level. The customer was expected to return the device, and a replacement pump was arranged. No additional details were available about the customer¿s condition or any other outcomes related to the event.